Event description:
Clinical study. Same case as # 6000089-2005-00446. 255 days after a coronary artery drug eluting stenting procedure the pt expired. The lesion being treated was a 3.5mm 99% stenosed mid right coronary artery (mid rca). The lesion was predilated and had a previous bypass grafting done. The physician then placed a taxus express2 8.8% 3.50x32mm drug eluting stent in the mid rca. Then the physician placed a taxus express2 8.8% 3.50x28mm drug eluting stent in the same vessel with a 3mm overlap. There was a thrombus present. The pt was discharged in 3/2004 on plavix and aspirin. In about 8 months later the pt experienced a non q-wave myocardial infarction (mi). In the opinion of the physician the relationship of the mi to the taxus stent is "not related". On the 4th day the pt expired. In the opinion of the physician the cause of death is listed as cancer of the lung, metastases to the liver and bone. In the opinion of the physician the relationship of the death to the taxus stent is "not related".